Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device nose tube came apart and the device was in really bad shape. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the angle attachment device was in very bad shape and the nose tube came apart. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was inadvertently placed in the lot number section of the initial medwatch. The manufacturing date was not included in the initial medwatch, the date of manufacture is apr 22, 2005. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.